Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with angina and in-stent restenosis. The index procedure treated the target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation with an unspecified 2.25 x 15 mm balloon inflated to 14 atm's, and the placement of a 3.5 x 32 mm taxus express2 study stent deployed at 14 atm's. A non bsc stent was placed in the distal rca. Post dilation was performed with an unspecified 4.74 x 15 mm balloon inflated to 20 atm's. Ivus was performed resulting in 0% residual stenosis and timi 3 flow. The pt was discharged three days later on bayaspirin and panaldine. At the 6 month f/u visit, angiography confirmed angina. Re-intervention in 2009 treated the 75% restenosed 4.0 x 15 mm target lesion located in the mid rca with angioplasty. A 99% restenosis of the non bsc stent was confirmed. No treatment was reported for the non bsc stent. The pt was discharged three days post the re-intervention procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.